Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown anterior lateral distal tibia plate which was discovered to have broken postoperatively. (Therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware explant was performed on (B)(6) 2017 due to nonunion of the distal tibia. It is unknown when the nonunion was discovered or what contributing factors might have been. The initial date of implant is also unknown. During the revision surgery, one (1) unknown 27mm/35mm variable angle locking compression plate (va-lcp), one (1) unknown anterior lateral distal tibia plate, one (1) unknown 1/3 tibia plate, and an unknown quantity of unknown screws. The unknown anterior lateral plate was found to be broken in two (2) pieces. Both pieces of the broken plate were easily removed. The remaining implants were removed intact. The patient was revised to a hindfoot arthrodesis nail system. The surgery was successfully completed without delay. The patient status is stable. Concomitant devices reported: 27mm/ 35mm variable angle locking cap plate (lcp) (part # unknown, lot # unknown, quantity 1, 1/3 tibial plate part # unknown, lot # unknown, quantity 1, and unknown quantity of unknown screws. This report is for one (1) unknown anterior lateral distal tibia plate which was discovered to have broken postoperatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Initial medwatch (B)(4) reported the event as a product problem only. Adverse event and required intervention should fields should have been selected as well. Serious injury was reported correctly in the initial mw. Complaint number was corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).